Event description:
The customer reported that the forceps elevator was not working on the subject device, and the technician found that the forceps elevator wire was cut. The issue was found during reprocessing. There was no patient or user injury reported as a result of the event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 14 years since the subject device was manufactured. There is no repair history within the last year. The subject device was returned to an olympus service center. During inspection and testing, service confirmed the forceps elevator wire was cut, and found the wire was bent. Due to fraying of the elevator wire, the forceps raising angle was out of specification. In addition, service found the adhesive around the objective lens was cracked, and the adhesive around the light guide lens was worn. The bending angulation system was out of specification due to wear of the angle wires. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Based on the results of the legal manufacturer¿s investigation, the elevator wire was cut due to fatigue failure due to repeated forceps raising operation, and the fraying wire was caused by repeated brushing/cleaning, attachment and removal of the tip cover around the forceps lifting platform. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿IFU (operation manual) inspection of the forceps elevator mechanism perform the following inspections while the bending section is straight. Inspection for smooth operation: while observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the ¿u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. Hold the elevator control lever and confirm that the forceps elevator remains stationary while pushed from behind. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the opposite direction of the ¿u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is lowered smoothly. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. If properly reprocessed in accordance with the following IFU items, the user can reduce the occurrence of the event. Cleaning, disinfection and sterilization procedures - brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work. If the tip cover is properly fitted according to the following IFU items, the user can reduce the occurrence of the event. Preparation and inspection - attaching the distal cover¿ olympus will continue to monitor field performance for this device.